Event description:
It was reported that while using bd bactec¿ mgit¿ 960 supplement kit contamination was observed by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: customer problem: contamination. Steps taken with customer/troubleshooting: customer was seeing gram negative rods in mgit tubes. Customer performed qc on panta, and several times, it grew methylobacterium. 3 patients also had organism, but it was not reported. Customer did not have the lot number, but provided the component lot of 0230829 for the panta vial."

Manufacturer narrative:
H6: investigation summary : mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). During the kit packaging of this product, vials are visually examined manually. Mgit 960 panta batch 0230829 was provided for investigation of this complaint. The batch history record review for panta batch 0230829 was satisfactory and no quality notifications were generated. Filling, crimping, and packaging processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were crimped appropriately per procedure. Qc inspection and testing were satisfactory at time of release. If foreign matter had been noted during qc testing, the product would have been placed on quality notification and further analysis including 100% inspection of the batch would have been conducted. Retention samples from batch 0230829 (10 vials) were available for inspection. No crimp, vial or media defects were observed in 10/10 retention vials. For further testing of the complaint two panta vials from batch 0230829 were reconstituted with water. One vial was placed into 20-to-25-degree celsius incubator and one vial was placed in the 33-to-37-degree celsius incubator. At the end of a seven-day incubation period no microbial growth was observed. No returns were received to assist with the investigation. No photos were received to assist with the investigation. Customer did not provide a kit batch number for investigation. Trending was done on the appropriate databases for bactec mgit 960 supplement (material 245124) and there are no quality notifications taken for contamination defects in the last 12 months. The complaint history was reviewed for material 245124 and there is no trend for contamination on any batches over the last 12 months. Bd will continue to trend for contamination issues. This complaint cannot be confirmed. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 supplement kit contamination was observed by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "customer problem: contamination. Steps taken with customer/troubleshooting: customer was seeing gram negative rods in mgit tubes. Customer performed qc on panta, and several times, it grew methylobacterium. 3 patients also had organism, but it was not reported. Customer did not have the lot number, but provided the component lot of 0230829 for the panta vial."